Event description:
The pump was returned for investigation. Investigation revealed contamination underneath the keypad. This report is made based on results of investigation completed on 12/30/2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/30/2013 with the following findings: the keypad was peeling at the down arrow and the down button had an intermittent response. The up, ok, and contrast buttons all responded properly. Removing the keypad revealed contamination under the up, down, and contrast button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).